Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue; moisture inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/12/2014 with the following findings: review of the black box data revealed evidence of short battery life evidenced by records of sudden voltage drop triggering ¿replace battery¿ alarms. A battery cap was not returned with the pump for investigation; a test battery cap was used during the investigation and was able to fit securely onto the pump. The sleep current draw was above specifications. During the investigation, there were no battery alarms/warnings. There was moisture corrosion noted inside the battery compartment. The pump was opened for investigation and revealed an unidentified failure of the printed circuit board.